Event description:
A customer reported that after mixing medication and putting it on the administration set it flowed through the set and could not be stopped. All of the medication flowed out and was wasted. No patient involvement. Medication was unknown.